Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the most likely cause of the reported failure is an error, specifically improper surgical technique with the device.

Event description:
On 02/11/2025, it was reported by a sales representative via email that an ar-4551 meniscal root repair kit sutureloc malfunctioned. No pieces broke off in the patient and the case was completed successfully. This was discovered during a meniscal root repair procedure (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.